Manufacturer narrative:
If explanted; give date: not applicable as the intraocular lens (iol) remains implanted. Therefore, lens was not explanted. Device evaluated by MFR: the particle or the device were not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor reported that while implanting the intraocular lens (iol) he had something stuck to the posterior part of the optic after inserting the iol in the capsular bag. He was not able to remove the particle with the irrigation/aspiration handpiece. It was ultimately removed with forceps. However, the particle was not saved for evaluation. Account indicated that no mark was left on the lens and there was no patient injury. The implant was left in the eye and was clear and centered. No further information was provided.